Event description:
The reporter states that she obtained a 215 mg/dl and 112 mg/dl blood glucose comparison on the accu-chek active s system. The results were obtained within a 10 minute timeframe. No reported actions taken, but the reporter intends to dose herself with insulin based on the 112 mg/dl blood glucose result. No adverse event reported. New system sent to reporter and return requested.